Manufacturer narrative:
(B)(4). The customer returned an introducer needle and lidstock for investigation. Visual and microscopic examination of the needle revealed a single crack in the introducer needle hub. The needle cannula had also broken and separated from the hub. The sales rep confirmed that only the cracked hub was to be investigated and the hub made have detached during shipment of the sample. Since the hub was broken and separated from the needle cannula, functional testing could not be completed. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by complaint investigation. The returned introducer needle hub contained a single crack. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
Customer reported that "needle hub crack - at first, air was drawn then the crack was noticed".

Manufacturer narrative:
(B)(4). Additional information regarding this event was requested. For privacy reasons no additional information was received. Device product (catalog# de-12853-ukm) not intended for sale in the us. Similar product/component sold in the us.

Event description:
Customer reported that "needle hub crack - at first, air was drawn then the crack was noticed".